Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerns of early battery depletion on the cardiac resynchronization therapy pacemaker (crt-p). It was also noted the left ventricular (lv) lead threshold was elevated. Follow up yielded no information. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.